Event description:
It was reported that clinicians reported issues with mannitol in guardrails for pediatric patient. Per customer, "the pump would not do the volume" and they had to administer the dose over two pumps. The clinicians found this "very stressful". They also reported issues with 3 percent saline and math conversions. This was reported to bd representatives during their site visit. Bd clinical practice consultants requested dataset and additional information about programming for review. There was no information on patient harm.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Root cause : the root cause for the reported issue of an guardrails programming issues with mannitol was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians reported issues with mannitol in guardrails for pediatric patient. Per customer, "the pump would not do the volume" and they had to administer the dose over two pumps. The clinicians found this "very stressful". They also reported issues with 3 percent saline and math conversions. This was reported to bd representatives during their site visit. Bd clinical practice consultants requested dataset and additional information about programming for review. There was no information on patient harm.